Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated.

Event description:
It was reported that this was a arteriotomy closure of a mildly calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional caber procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a large-bore sheath, and the caber procedure was completed. Reportedly post procedure, the footplate of the third prostyle device was unable to be closed and the device became stuck in the anatomy. A cutdown was performed to free the device. Surgical cutdown with manual suturing was done to achieve hemostasis. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issues. Based on the information provided, a definitive cause for the reported difficulty to close and entrapment could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, calcification or suture caught in foot. The inability to close the foot likely contributed to the device entrapment. The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.